Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ???/hour glass/no readings/sensor error occurred. The sensor was inserted on (B)(6) 2020. The patient was not receiving values on her continuous glucose monitor (cgm) for several hours due to a sensor error and experienced confusion, lightheadedness, and dizziness. An ambulance was called, the paramedics monitored her blood glucose (bg) and blood pressure, provided her with honey, and monitored the patient for 90 minutes until her bg stabilized. The patient declined transportation to the hospital. At the time of report, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm ???/hour glass/no readings/sensor error in status box. The probable cause could not be determined post investigation as the allegation was not found.